Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 40 mg/dl & 300 mg/dl. 206 mg/dl & 42 mg/dl. 322 mg/dl & 97 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.